Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, white particles, crease fold, and an opening. A leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis, the final assessment is a sharp opening edge on the anterior side due to an unidentified tear opening. Additional, corrected, and/or changed data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.